Event description:
Account alleged that when he presses the head down switch on the rh head siderail that hi/low will actually raise. Account stated that there were no injuries and a pt was not in the bed. Account didn't have the s/n of the bed.

Manufacturer narrative:
Repair has not been completed at this time.